Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing, decreased pacing impedance. Insulation breach was suspected but not confirmed. Programming changes were made to turn off rv lead electrogram storage. Patient condition was stable.

Event description:
New information received notes that the right ventricular (rv) lead re-exhibited low pacing impedance. No further intervention was performed. There were no patient consequences.